Event description:
After receiving the product recall letter for the architect ca19-9xr, the customer ascertained that about 1,137 samples were processed with lot 08849m500 and about 350 samples generated higher than expected results in the critical range, impacting the clinical interpretation of the marker. Unnecessary and excessive treatment was indicated with no specific details regarding what the treatment/tests administered were, how many patients were impacted, or which patients were impacted. There were no reports of impact to patient health.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.